Manufacturer narrative:
No specific information regarding the procedure site(s) or dates was provided; therefore, no logs are available for review. Source: nine de graaf, maurice j w zwart, jony van hilst, bram van den broek, bert a bonsing, olivier r busch, peter-paul l o coene, freek daams, susan van dieren, casper h j van eijck, sebastiaan festen, ignace h j t de hingh, daan j lips, misha d p luyer, j sven d mieog, hjalmar c van santvoort, george p van der schelling, martijn w j stommel, roeland f de wilde, I quintus molenaar, bas groot koerkamp, marc g besselink, on behalf of the dutch pancreatic cancer group, early experience with robotic pancreatoduodenectomy versus open pancreatoduodenectomy: nationwide propensity-score-matched analysis, british journal of surgery, volume 111, issue 2, february 2024, znae043, https://doi.org/10.1093/bjs/znae043.

Event description:
During review of a literature article involving da vinci-assisted surgical procedures titled, ¿early experience with robotic pancreatoduodenectomy versus open pancreatoduodenectomy: nationwide propensity-score-matched analysis¿ the following complications /case report were/was reported: out of 701 patients who received da vinci-assisted pancreatoduodenectomy procedure, 200 patients had an estimated blood loss between 100ml and 450ml, 51 procedures were converted, 68 patients received another surgical procedure as a re-intervention, 43 patients caught pneumonia, 52 patients had wound infections, 59 patients experienced a bile leak, 20 patients experienced a chyle leak, 149 patients received a transfusion during their hospitalization, and 147 patients were readmitted to the hospital. Subject ages ranged from 62 years to 75. 385 patients were male, 316 were female.